Manufacturer narrative:
(B)(4). Batch #: t5c84f. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A gst60w cartridge reload was received partially fired and loaded in the device. The bailout system was reset and then, it was tested for functionality in the straight position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a bowel procedure, the surgeon put the device across the bowel for the first firing to form the ileal conduit. The gun was articulated closed and waited for 30 seconds before removing the red safety. The firing trigger was squeezed, the motor was heard for a very short time and then stopped. The surgeon then tried to open the device but it was locked. (The grey reverse button was not used) the manual release cover was removed and the lever pulled back twice. The gun still would not open , eventually managed to open the device . On opening the device it could be seen that the first few staple drivers were visible. There were no adverse consequences for the patient. Another like device was opened to form the ileal conduit.